Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose was in 100-250 mg/dl range.